Event description:
It was reported the rigid videoscope had a dark image. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: h3-device evaluated by mfg., h3-evaluation summary attached this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was confirmed. In addition, the device evaluation found distal fiber breakage, dents on the distal edge, loose light guide adapter, loose outer tube, cracks on the side of the vc, and the light transmission failed. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Three good faith efforts were made to obtain additional information; however, no response received from the customer. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid videoscope had a dark image. There were no reports of patient harm.